Event description:
It was reported that the device reached its elective replacement indicator (eri) prematurely. The device was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported field event of premature battery depletion could not be confirmed by analysis. A longevity calculation was performed and the battery depletion was normal based on the device usage. Telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were tested and found to be normal.